Event description:
The customer reported, that the ventilator went vent inop and alarmed during testing of backup power in the hospital. The customer reported the ventilator was in use on a patient and there was no patient harm. The respironics service technician verified the ventilator vent went inop on power up into normal ventilator mode. During testing, the service technician reported when the ventilator was unplugged from ac power to run on back up battery it shut down. The service technician replaced the backup battery to correct the reported problem. The backup battery was returned to the factory for failure analysis. Testing of the backup battery revealed the output voltage was below specifications, resulting in no backup battery power to the ventilator upon loss of ac.